Manufacturer narrative:
The probable root cause of error m-02 is attributed to a module timeout error caused by an electrical component failure within the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error m-02 on the generator would not clear even after the site did a few power cycles of the generator. The surgeon was using the vision system (vs) and the site was looking for the third-party activation cable. The site was able to hook up the energy cable to the force triad and the vision side cart (vsc) energy port. It was stated the surgeon was able to fire energy and they were proceeding with the case. There was no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (m-02 error) was confirmed and reproduced on connected to system. The logs showed 25913 m-02 errors. Visual inspection showed that the unit had no significant scratches or dents. The front bezel was in decent condition. The generator unit that was placed on golden system and was run in normal mode.